Event description:
Same case as MFR: 2134265-2014-04223. It was reported that during a percutaneous coronary intervention procedure, a vessel perforation occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 25mm in length, de novo shaped target lesion located in the severely tortuous and severely calcified, 3.0mm in diameter middle left anterior descending artery (lad). This 1.50mm rotablator plus and rotawire were selected; however, a perforation occurred in the middle of the lad. Bleeding was stopped by lonf inflation using an unspecified 2.0mm balloon catheter. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).